Manufacturer narrative:
It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
Surgeon contacted rep to report that x-rays indicated the end cap on patient's implanted universal baseplate was loose. No plan to revise the patient was reported to the rep. Rep reported that no further information is available.